Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly. Additionally, it was reported that the pump indicated a data log corruption. The customer continued to use the pump for insulin therapy. Customer's blood glucose was around 200 mg/dl.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged unexpected shutdown issue was verified, but the alert data error issue could not be verified.